Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that a revision surgery that of the right hip was performed due to unknown reasons.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head, acetabular cup and modular sleeve were removed. The emperion stem and cone remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the hemi head, cup and sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup and hemi head. Similar complaints have been identified for the sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. It cannot be determined to what extent the patient¿s fall affected her pain and clinical status. It is unknown if the anteversion of the acetabulular cup and head noted on x-ray led to accelerated wear and metal debris. Elevated metal ions, heterotopic bone and lucency of the rotated acetabular cup and a loose modular metal acetabular liner as well as intraoperative findings of dark gray-to-black opaque synovial fluid, significant laxity with shuck, and instability of the femoral head and verticality of the cup can be seen as a result of metal debris: however, changes in position of the acetabular cup could also accelerate wear and lead to metal debris. The root cause of the reported vertical position of the acetabulum, laxity of the femoral component and metal debris cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The root cause for the ¿heterotopic ossification¿ cannot be concluded but some patients can be genetically predisposed it is a known complication of joint surgeries and is related to the procedure and not the device. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.